Event description:
Patient had boston scientific subcutaneous implanted cardiac defibrillator (s-ICD) on (B)(6) 2017. There was premature and sudden battery depletion with battery life reading suddenly decreasing from 76% to 16% which required urgent hospitalization and replacement of the battery. FDA safety report ID # (B)(4).